Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient and despite the balloon rupturing, the procedure was completed with the device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient and despite the balloon rupturing, the procedure was completed with the device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.    Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole at the markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).